Manufacturer narrative:
Bd received 1 photo from the customer in support of this complaint from catalog 367846, lot number 2109065. A visual examination of photo was performed and the issue of stopper defect was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken lid/cap(s). The following information was provided by the initial reporter. The customer stated: "the stopper inside the shield was cracked/deformed; it was found when seen from the back of the shield."